Event description:
It was reported to philips that the heartstart mrx defibrillator showed an intermittent failure of ECG leads test during opcheck. There was no patient involvement.

Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed an intermittent failure of ECG leads test during opcheck. There was no patient involvement.